Event description:
It was reported that 13 syringe 30ml ll s/c 56 experienced a breach in sterility and mold presence prior to use. The following information was provided by the initial reporter: material no: 302832, batch no: 9056950. Verbatim: during visual inspection, 13 syringes contained fluid. This is a critical defect. The unopened syringe packaging contains a green fluid. It was found during production stock replenishment.

Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined and it was observed that there is a green liquid sealed in the blister pack. Additionally, one (1) photo was provided by the customer for investigation. The photo shows a blister pack which appears to have a green liquid sealed in the blister pack. As the liquid could not be identified visually it was submitted for fourier transform infrared (ftir) spectroscopy for identification. The ftir results showed that the liquid was a close match to grease or oil. During the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 13 syringe 30ml ll s/c 56 experienced a breach in sterility and mold presence prior to use. The following information was provided by the initial reporter: material no: 302832, batch no: 9056950. Verbatim: during visual inspection, 13 syringes contained fluid. This is a critical defect. The unopened syringe packaging contains a green fluid. It was found during production stock replenishment.